Event description:
It was reported that during left ventricular lead revision, it was noted that the atrial lead insulation had been compromised. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.